Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc advised the operator to seek treatment pro-actively. It is unknown if there was biohazardous material from patient samples in the liquid. The cause of the operator being splashed by liquid was a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument was removing a tube from wash 1 probe, and liquid splashed from the tube onto the operator's face. Liquid from the waste tubing contains diluted patients sample. The operator washed her face and went to the emergency room pro-actively due to the possibility of blood borne pathogens in the liquid that she was splashed with. The emergency room physician drew blood for blood borne pathogens and the operator is being monitored. The operator was wearing personal protective equipment (ppe) and glasses, but no face shield. The operator was not cut or bruised and had no apparent injury.